Manufacturer narrative:
The customer reported that the multigas unit was giving a gas device failure error when it's in use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was giving a gas device failure error when it's in use. No patient harm was reported.